Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was partly confirmed. It was found that the bending angle in the up direction did not meet standard value due to wear of the angle wire. In addition to the foreign material found in the air/water channel, the air/water cylinder, and the jet tube, other evaluation findings are as follows: the control unit had a crack; the air/water cylinder and the suction cylinder had no color; the insulation value at the distal end did not meet the standard value due to a burn on the plastic distal end cover; and the adhesive on the bending section cover was cracked. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the colonovideoscope had a worn out bending section cover adhesive, and insufficient angulation. There was no report of patient harm. The device was returned, evaluated, and there was foreign material in the air/water channel, the air/water cylinder, and the jet tube. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomena were confirmed - however, the foreign material in the air/water channel and air/water cylinder was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The events can be detected and prevented in accordance with the following instructions for use (IFU): the instruction manual cf-hq1100dl/I operation manual chapter 3 preparation and inspection describes how to detect for the suggested events. The instruction manual cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested events. Olympus will continue to monitor field performance for this device.